Event description:
The customer reported when attempting to administer a hep b ( helplisav b) in to a patient's left deltoid, the liquid of the vaccine shot out from where the syringe's plain tip and the needle's hub meet when the plunger was pressed. It appeared the full 0.5ml squirted out, landing on the ma's arm and scrubs instead of going into the patient's deltoid. The issue was reported immediately to the provider who advised a new vaccine to be administered and this was done with no issues. Heplisav-b, dynavax, inc, ndc 43528-003-01 and monojet 25g x 1" needle, lot #02010017 was used.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as the lot information provided was not a valid lot number. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint will be reopened if a sample is received. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The true root cause of the failure could not be determined based on the available information. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. This information will be utilized for trending purposes to determine the need for corrective actions.